Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During puncture, user detected the needle lock is not tight enough which cause the lock along with needle moving forward. User changed to a new needle to complete the procedure. A new complaint ¿proximal kink below sheath extender¿ opened as observed in the lab evaluation (related to (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2104242 of echo-1-22 was returned evaluation opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation on 19 september 2024 and re-evaluation on 21 january 2025. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2104242 revealed 1 nonconformance. Nc description: echotip ultra. This unit was scrapped and does not have any effect on this product." Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use cannot be fully replicated in the laboratory. A possible root cause for proximal needle kink can be attributed to device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Another root cause could be attributed to excessive force applied by user when trying to connect the device to the scope. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary of investigation: according to the customer, there was proximal kink below sheath extender. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined, as the circumstances of use cannot be fully replicated in the laboratory. A possible root cause for proximal needle kink can be attributed to device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Another root cause could be attributed to excessive force applied by user when trying to connect the device to the scope. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 01-may-2025.